Event description:
It was reported that during patient use, the customer observed / interpreted that the device had stopped ventilating. The final expiratory pressure gradually increased until the upper pressure limit was reached. It led to the activation of ventilator alarms, and to breaking of the breath cycle. The patient desaturated to approximately 80%. The final patient outcome was no injury reported. (B)(4).

Manufacturer narrative:
No parts were replaced during on-site troubleshooting. Performed pre-use checks tests passed without deviation. The investigation comprises of evaluation of the ventilators¿ logs and the information that was received. The reported stop of ventilation is confirmed in received logs. The logs show that the ventilation had been ongoing for approximately 2 hours prior to the reported event without alarms. At the time of the event an alarm for high airway pressure was generated that was followed by alarms for high peep (positive end expiratory pressure) and high continuous pressure. These alarms together indicate an increased expiratory resistance in the breathing circuit that will lead to the patient not being able to breathe out (exhale) before initiation of the next inspiration phase. Around 40 seconds later several clinical alarms were generated due to the continuously high airway pressure. The combination of those alarms indicates a stop of ventilation. The alarms were silenced around 2.5 minutes later and it is unknown if any actions were taken during this time or if it was first then the user observed the problem. After the reported event, the ventilator was shut down. When the ventilator was started 10 days later, performed pre-use checks tests on that date passed without deviation. There are no indications in the logs of a technical failure or a ventilator malfunction during the reported event. The most probable cause is a clogged filter but this cannot be confirmed since there is no information about the used breathing circuit and filter.

Event description:
(B)(4).